Manufacturer narrative:
An event of premature separation (cable disconnected from the device) was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that upon deployment of device lobe, the cable disconnected from the device and the device could not be retrieved back into the sheath. The implanter was able to connect the cable to the device within in the 14f amulet sheath but unsure how secure this was. Device was implanted successfully and released from the cable. The patient is stable. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet was selected for an implant. The 28mm amulet and 14f amulet sheath prepared accordingly to IFU. Upon deployment of device lobe the cable disconnected from the device and the device could not be retrieved back into the sheath. The implanter was able to connect the cable to the device within in the 14f amulet sheath but unsure how secure this was. Device was implanted successfully and released from the cable. The patient is stable.